Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. Fog free function error e104 occurred. Error e104 means a malfunction of the video system center. The angulation was insufficient due to the stretch of the angle wire. The video connector, up / down plate, light guide connector, and light guide cover glass were scratched due to external factors. The video connector was cracked due to an external factor. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the scope connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed on the monitor screen. There was no report of patient injury associated with the event.